Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to replace the fixture as of the date of this report (B)(6) 2014.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed february 4, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.